Manufacturer narrative:
A CAPA ((B)(4)) has been raised and completed that included modifying the design slightly that resulted in a steel more resilient to uniform movement. This was implemented in production in (B)(4) 2014.

Event description:
I wear a medtronic minimed paradigm insulin pump with the sure t catheters which has metal needles. Yesterday, for the first time after inserting one the night before, in the am I felt a sharp pain over my left proximal femur, despite the site having been in my abdomen. I removed the catheter set and the needle was missing. I had an x-ray of the abdomen. It moved and is lodged in the subcutaneous tissue over the lateral cortical margin of my left iliac crest. Thus far, two surgeons told me to leave it there. I do need regular MRI's which may cause a problem. The needle was placed in the same abdominal areas I normally use for insertion, and it did not encounter any resistance in being placed. FDA ref number: mw5036509.